Event description:
A report was received that the patient was experiencing shocking sensation during a security check and that the leads had contacts that were out. The physician suspected failure due to lead fracture. Lead fracture was confirmed by fluoroscopy. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, lot #: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.